Event description:
It was reported that during a cardiac ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection after ablation of the left and right upper pulmonary veins. The balloon could no longer be used normally, which forced the ablation procedure to stop. The balloon was not available for subsequent surgical treatment. Due to the lack of a spare balloon in the catheter lab, the procedure was switched to radiofrequency ablation to complete the surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 24116 and patient data files were returned and analyzed. The patient file showed 16 applications were performed using a 2af283 catheter with lot number 24116. The patient file did not show any system notices on the reported date of the event. Visual inspection of the balloon, shaft, and handle showed a fold/pinch, kink/twist, and pull wire protrusion on the shaft approximately 2.5 inches from the tip. Review of the smart chip data indicated the catheter was used for 16 applications on the event date. During functional testing, the console terminated the application and triggered system notice 12211 (the system did not recognize the catheter). During deflection testing (lever pushed to the forward and backward positions), the shaft was unable to deflect as expected. During the electrical testing, pin 1 had a measured value of impedance that was out of specification. Pressure testing and dissection showed multiple guidewire lumen kinks and breaches at 1, 1.5 and 2.5 inches proximal to the catheter tip. During inspection of the shaft, broken pull wires (the shaft deflection mechanism was inoperable), a shaft breach, a broken injection tube, and broken leak detection and thermocouple wires were all observed 2.5 inches from the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a guidewire lumen and shaft breach and kink/twist, a broken injection tube, a protruding broken pull wire, a folded shaft, and broken thermocouple wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.